Event description:
It was reported that the patient's morbid obesity combined with pectoral tissue movement led to dislodgement of the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg) (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.